Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. G3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information and device evaluation) h3 (device evaluated by manufacturer) h6 (identification of evaluation codes 11, 3331, 213, 67) the returned oxygenator sample was visually inspected upon receipt and was found to have no damage. The sample was then leak tested, after it was rinsed and dried. The blood channel of the actual sample was filled with colored saline solution, and no leakage was found. The blood outlet port of the sample was blocked and air pressure of 2kgf/cm2 was applied to the blood channel from the blood inlet port side, and the inside of housing on the gas channel side was confirmed. As a result, no leakage was found. The manufacturing and incoming inspection records of the actual sample were found to have no anomalies in them. The affected reservoir was not returned for evaluation; therefore, a thorough investigation could not be performed, and a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular that during pre- cardiopulmonary bypass, the reservoir level was dropping without any open shunts or external leaks. Procedure delayed by less than 15 minutes as they were troubleshooting and swapping out the oxygenator. *no consequence or health impact to patient *product was changed out *procedure was completed successfully.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 10, 2025. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H3 (evaluation is in progress, but not yet concluded). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.